Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source is design. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer had a main board issue, no power, calibration is unstable after replacing board. Unit cannot give any alarm because unit cannot power on. No patient involvement.